Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level at the time of the event was 429 mg/dl. The customer had issue inserting the sensor as when they remove the adhesive liner, the sensor came out and it happened for three sensors. It was reported that the high blood glucose event was not due to the insulin pump. The device will not be returned for analysis.